Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's granddaughter reported customer received high readings on their adc meter. Customer's granddaughter also reported customer experienced symptoms of dizziness, sleepiness and hot and cold flashes. Paramedics were called and treated customer with intravenous dextrose solution and performed a blood test. There is no report on diagnosis; an investigation into the details of this event is in process.